Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000074382. The event of impedance was reported to abbott. Both of the patient's leads were replaced due to high impedance on one lead and physician preference for replacement on the other lead. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode. System diagnostic recorded high impedances on one lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. The investigation was unable to determine the lead that was associated with the issue.